Event description:
On (B)(6) 2006, I underwent a total right knee arthroplasty through (B)(6) in (B)(6). The component used on my knee is a depuy pfc rotating platform system. The femur was a size right 4. The tibia was a size 3 mtb. The insert was a size 4, rotating platform, and posterior stabilized 10mm. The patellas was a 35 -mm domed patella. From the beginning, I felt something was internally wrong with my knee. The surgery was extremely difficult on me. It is now five years later, and I continue to experience swelling on a daily basis along with significant restriction in range of motion and ongoing persistent pain over the medial and lateral aspect of my knee. I have had several physical therapy sessions that have been unsuccessful. I also had a manipulation on (B)(6) 2006 that was also unsuccessful. To date my right knee is ranging between 45-55 degrees. They can also feel the poly rubbing in the femoral trochlea. I have consulted with doctors in (B)(6), who feel there is something wrong with the component in my knee. I live with extreme on-going pain every day. I went on-line and found the FDA warning to depuy knee replacement product where I found 100's of others like myself who have problems with the depuy knee replacement. I believe this product need to be throughly investigated. Too many people with the same complaints is suspect. Please let me know where the FDA stands on this issue. Thank you.